Event description:
Information received from the field notes that while the patient was in the recovery room after implant, the patient complain ed of chest pain. An "echo" was performed and revealed that there was blood in the chest. The pattient was stabililized and transfered to another hospital. The tamponade was aggressively treated by opening the chest. The chest was drained, there was no seepage from the heart so the chest was closed.